Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the large hem-o-lok clip applier instrument (part number 470230-12/lot number n10200928 0123) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used on (B)(6) 2022 via system (B)(4). The alleged instrument had 47 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history found that there were no other complaints for this product. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by isi clinical development engineer (cde) and following additional information was provided: the allegation of the large hem-o-lok clip applier instrument non-intuitive motion could not be confirmed as the video was taken outside of the patient. It appeared that one of the pitch cables was loose, and this might have been impacted the motion of the instrument. There were no frayed cables noted. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the large hem-o-lok clip applier instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the large hem-o-lok clip applier instrument movement was not smooth. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-may-2022: the large hem-o-lok clip applier instrument movement was not smooth and the instrument was not performing the desired hem-o-lok application. The instrument was inspected prior to use and no issue was found. The issue occurred during pancreatic tissue resection. There was no allegation of misapplication of a clip as the instrument had non intuitive motion. The instrument exhibited non intuitive motion and a loose cable. There was no patient injury. Weck hem-o-lok® large polymer clips in purple color was used. The surgeon switched to lap hem-o-lok clip applier to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem - o -lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The large hem - o -lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, however this instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The instrument was found to have a loose pitch cable and a cracked clamping pulley, as a result the instrument was non-intuitive. The root cause of this failure is attributed to mishandling/misuse. Additional observation(s) not reported by site were also identified: the large hem - o -lok clip applier instrument was found to have a loose pitch cable at the distal end. The root cause is typically attributed to mishandling/misuse such as improper cleaning during reprocessing most commonly causes this failure. The instrument housing was removed for inspection and the pitch clamping pulley was found to have a crack, causing the loose grip cable. Improper cleaning during reprocessing most commonly causes this failure. The root cause is typically attributed to mishandling/misuse. Signs of corrosion were found on the instrument bearings. The pitch input disk bearings exhibited orange discoloration. The root cause of the corroded/contaminated instrument bearings is typical attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.